Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28jul2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional later reported deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported, a left side deflation. Healthcare professional, later reported, deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening under plug strap assessed, as an unidentified (tear) opening. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.